Event description:
It was reported that during a da vinci-assisted paraoesophageal hernia repair surgical procedure, the customer encountered error u-02 on the integrated electrosurgical unit (iesu). The customer power cycled the system, but the error reoccurred. The customer noted that there was a backup vision side cart (vsc) and elected to convert to the backup vsc. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting error u-02, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and failure analysis confirmed and reproduced the reported failure. The unit was placed on an in-house system and was run in normal mode. The complaint regarding error u-02 on the iesu was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported failure is attributed to a component failure. This complaint is reportable malfunction event due to the following conclusion: the customer converted to another system after the start of the procedure due to the iesu not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.